Event description:
A brand new toilet commode was delivered to my home an after the delivery man left I realized that the unit is unstable. I immediately removed it and put back my old one, but as it was after 9:00 p.m. I waited to call the (B)(6). The following morning I asked my (B)(6) to have the unit picked up ( I have never used it). The insurance company called the provider who said they do not pick up commodes and that I should donate it if I wasn't going to use it. This is unacceptable since: (B)(6) paid for an inferior product, the unit is unstable and therefore dangerous to use, I still need a commode. I am uncertain of the exact date as no receipt was left with me.